Event description:
Nev 100 is the only machine in america that can run daughter's port-lung. It is considered discontinued now. Philips respironics will not share schematics, or parts. Machine is broken and they will not repair it.